Manufacturer narrative:
The following fields were updated due to additional information: report 1 of 2: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2025. Investigation summary: bd received 50 samples and two photos for investigation. The photos were reviewed and the indicated failure mode for cracked product/component was observed. Additionally, out of the 50 returned samples, 10 randomly selected samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issue of cracked product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component based on customer photo analysis. Bd has initiated further root cause investigation relating to the issue of cracked female luer adapters through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the luer was cracked, causing blood to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the luer was cracked, causing blood to leak out. No adverse impact was reported regarding the patient or user.